Event description:
It was reported that during pre-implant interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), the remaining battery longevity was noted to be 10 percent. The device was not implanted and expected to be returned for analysis. No patient involvement.

Event description:
It was reported that during pre-implant interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), the remaining battery longevity was noted to be 10 percent. The device was not implanted and expected to be returned for analysis. No patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that during pre-implant interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), the remaining battery longevity was noted to be 10 percent. The device was not implanted and expected to be returned for analysis. No patient involvement. Boston scientific issued a notification (92946782-fa) identifying a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This s-ICD was included in this population.